Event description:
Add'l surgery required; spinal cord stimulator was surgically implanted (B)(6) 2020 and began to have a lot of heat in the battery, shocks, and excessively long charging times about 1-2 weeks following implantation. The rep that monitors was able to run analytics which indicated impedances in the leads. They are not able to run analytics on a battery that is implanted. The surgeon determined based on these analytics and symptoms that the device was defective and suggested surgical removal and replacement. This was done (B)(6) 2021 and the device was sent to nevro for testing which is required in these instances. I have called nevro many times to get a report on what the defect was and to have this covered under the warranty. I have been unsuccessful in obtaining information or a failure summary report. I believe the company is purposely keeping this info from me to avoid covering this under the warranty. I have an outstanding medical bill for the second surgery that I believe should be the responsibility of nevro. FDA safety report ID# (B)(4).